Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain since essure placement") in a 32-year-old female patient who had essure (batch no. He011f2) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia since 2011. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced procedural pain ("the patient had pain in the recovery room"). The patient was treated with surgery (laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and procedural pain with essure. The reporter commented: patient had fibromyalgia and did not want to take any additional risks. Precaution and insistent request from the patient, the physician stated the patient`s event was result of the polemics , which caused major stress. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain since essure placement") in a (B)(6) female patient who received essure (batch no. He011f2). The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. On (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2017, the patient experienced procedural pain ("the patient had pain in the recovery room"). The patient was treated with surgery (laparoscopy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and procedural pain with essure. The reporter commented: patient had fibromyalgia and did not want to take any additional risks. Precaution and insistent request from the patient, the physician stated the patient`s event was result of the polemics , which caused major stress. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2457 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number he011f2 (production date 09-nov-2015, expiration date 28-nov-2018). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced pain since essure placement (the previous event removed essure was deleted). A laparoscopy was performed. Upon receipt of follow-up information, it was confirmed that the patient has fibromyalgia since 2011, prior to essure insertion. Therefore, the non-serious event fibromyalgia was deleted and considered as concurrent condition. Pain since essure placement, seen as pelvic pain, is regarded anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Based on a compatible temporal relationship and lack of alternative explanation, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. Additionally, a non-serious event (the patient had pain in the recovery room) was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. No further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removed essure") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required) and fibromyalgia ("fibromyalgia"). Essure was withdrawn. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter provided no causality assessment for medical device removal and fibromyalgia with essure. The reporter commented: patient had fibromyalgia and did not want to take any additional risks. Company causality comment: a physician reported that she removed essure (fallopian tube occlusion insert) from a female patient. According to the reporter, patient had fibromyalgia and did not want to take any additional risks (unspecified). Removed essure, interpreted as medical device removal, is a serious event due to medical significance and anticipated in the reference safety information for essure. Fibromyalgia is non-serious. This case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. Causality between essure and fibromyalgia was excluded considering the pathophysiology of the event and the local effect of essure in the fallopian tubes. Despite the limited information, causality with the medical device removal cannot be excluded. Hence, the case was regarded as incident. A product technical analysis is expected, and further information has been requested.